Event description:
It was reported that the bd luer-lok¿ tip syringe had a crack in it that allowed rocuronium to leak out. The following information was provided by the initial reporter: "leur lock 10 ml syringe had rocuronium in it to push for intubation. Long lateral crack identified on syringe and medication leaked out."

Manufacturer narrative:
H6: investigation summary: two 10ml ll syringes (p/n 302995) were received. One syringe was loose, and one was sealed in a blisterpak from batch # 1147712. The samples were visually evaluated. The loose syringe had a vertical crack from the 4ml grad line that continued past the bd logo. The crack was outside of the print area. The sealed blisterpak and syringe did not have any visible defects. Potential root cause for the cracked barrel defect is associated with the assembly process. These conditions are occurring at/below their expected frequency. Therefore, no corrective action is required at this time. Batch #1147712 is considered in compliance with our product specification requirements. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h10.

Event description:
It was reported that the bd luer-lok¿ tip syringe had a crack in it that allowed rocuronium to leak out. The following information was provided by the initial reporter: "leur lock 10 ml syringe had rocuronium in it to push for intubation. Long lateral crack identified on syringe and medication leaked out."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.